Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a lemo connector on the interface (umbilical) cable was damaged. The cable was then replaced to restore functionality. Unrelated to the reported issue, an excess of studies were found on the hard drive, and removed by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. Testing found that the lemo port on the unit was physically damaged resulting in the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would start into standalone mode and could not progress past the prompt. Additionally, it was noted that several restarts did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.